Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a slow refill of the pump bulb. Inflating the device in the or pre-operatively was possible, but stiction was noted. Once the pump was outside of the body, there was no difficulty in pumping the device. It was noted that it was unclear if the device had a mechanical malfunction or if it was a patient education issue. The patient was dissatisfied and believed he had a pump problem.a new tactra malleable penile prosthesis was implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. Cylinder 1 had pinhole leaks in cylinder body that was the result of sharp instrument damage consistent with explant damage; holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak that was identified. Cylinder 2 was pressure tested and performed within specification. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the reported event.

Manufacturer narrative:
Date of event - exact date was not reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a slow refill of the pump bulb. Inflating the device in the or pre-operatively was possible, but stiction was noted. Once the pump was outside of the body, there was no difficulty in pumping the device. It was noted that it was unclear if the device had a mechanical malfunction or if it was a patient education issue. A new tactra malleable penile prosthesis was implanted. No patient complications were reported in relation to this event.